Event description:
It was reported the complaint product didn't work at all. The event timing is during surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction upon investigation, visual examination of the interior of the battery pack found the batteries had leaked inside the pack.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing found the device would not power on when connected to the original battery pack, but did power on and function normally when connected to a lab battery pack. Visual examination of the interior of the battery pack found the batteries had leaked inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.